Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of peripheral vascular disease, coronary artery disease, and tachyarrhythmia. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 11.5 cm. It was reported that the aortic neck was angulated, therefore, the physician attempted to pull the stent graft down in the aorta, but was pulled down farther than intended. No deployment or runner removal problems were reported. The graft was ultimately placed 0.75 cm below the renal arteries. It was reported that the top of the stent graft had a good seal, therefore, no aortic extender cuffs were required. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine.